Event description:
It was reported that the customer was treated at the emergency room for low blood sugars. The doctoer is concerned that the basal rates need to be adjusted and is investigating the situation.